Event description:
The customer reported that the operator noticed a clump in the needle during a donation procedure. The operator paused the procedure and primed the needle with saline. Ten minutes later, the machine alarmed 'end run'. Patient information is not available at this time. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. The run data file (rdf) was analyzed for this event. Root cause: signals in the rdf confirmed that there were 2 ¿access too low¿ pressure alerts at the start of the procedure during blood prime when the access pressure went more negative than -100 mmhg. Pressure alerts this early in the procedure are generally indicative of the needle placement and the venous access requiring adjustment - not of clumping at the needle. It was reported that the ¿operator paused the procedure and primed the needle with saline.¿ per the rdf, the operator pressed the pause button consecutively 4 times over a 10 minutes period. As more than 10 minutes elapsed prior to resuming the procedure, the run could not be continued. The trima accel system operated as intended by generating the alarm and ending the procedure. Correction: a terumo bct representative completed training at the customer site regarding this incident.

Event description:
The donor weight and gender were obtained from the run data file.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient information. Per the customer, no medical intervention was necessary for this event and the 'donor is fine'.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.